Event description:
Information was received indicating that a smiths medical cadd legacy pump lost its programming/would not let the patient set pump rate. It was reported that the patient was able to switch to back up pump successfully and no doses were missed. It was also reported that the medication infused was remodulin, a life sustaining medication. No adverse effects were reported. No patient consequences were reported. No adverse effects were reported.